Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the patient was needing a lumbar MRI. The healthcare provider (hcp) was looking to confirm the status of the of the ins as they were confused based on the patient's medical notes. The hcp stated one note in the patient's chart indicated the ins was not working. Redirected to hcp or to patient to attempt to interrogate ins. Additional information was received from the patient on 2026-mar-17. When asked to clarify "the device was not working" they reported that yes, their previous device wasn't working and it wasn't MRI compatible. They had to have it removed and replaced with an MRI compatible device. It was unknown if the issue was caused by normal battery depletion, and it was unknown if the cause of the device not working was determined. They reported that they had no idea what most likely caused or contributed to this issue. They reported that steps taken to resolve the issue included that on (B)(6) 2026 they had the device removed and replaced. They reported that the issue had been resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the device not working was not determined. The most likely cause was due to normal battery use. The issue was caused from normal battery depletion. The current status of the device was unknown. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.